Event description:
It was reported to medtronic neurosurgery that during the implantation surgery, the physician pulled on the catheter and they found it to be broken. They used a new set to complete the operation. It was also reported that the pt's status is overall ok.

Manufacturer narrative:
The peritoneal catheter was returned in two segments, 19.4 cm and 81.6 cm in length, and the tear site appeared jagged. It is unk how or when this damage occurred. The returned segments were patent and met requirements for the leakage testing when tested individually. The catheter also met all requirements for tensile strength and ultimate elongation testing. A review of the mfg records showed no anomalies. The instructions for use that accompany the device caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials." The valve was patent. It met requirements for the siphon, reflux, leakage, and pre-implantation testings. It also met requirements for the pressure-flow testings. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of manufacture.